Event description:
On (B)(6) 2009, the pt reported, he has seen air bubbles in the insulin cartridge of his infusion device. He said, he fills the cartridge with insulin and inserts it and then primes out all air bubbles but when he turns his device over, he will see an air bubble on the other side of the cartridge. He stated, he uses room temperature insulin to fill the cartridge and fills one cartridge at a time. He does not usually lubricate the insulin cartridge and was advised to do so. He stated, he currently has an air bubbles in the cartridge and was assisted in successfully priming it out. A request for add'l training was submitted. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.